Event description:
Related to MFR report # 2183959-2012-01471. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a monarc sling system to treat "pelvic organ prolapse", "rectocele and urinary incontinence". It was also reported that the entire device was removed on (B)(6) 2011. It was alleged by the plaintiff's attorney that the plaintiff has "suffered serious bodily injuries including, but not limited to, infection, extreme pain, extrusion and erosion of the mesh, bleeding, pain during intercourse", "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment", and has sustained other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.